Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Evaluation of a photograph provided confirmed excessive wear on the device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard finned polished tibial tray 75mm catalog #: 141254 lot #: 2007061613, vanguard cruciate retaining porous femoral component right 70mm catalog #: 183052 lot #: 375770. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address significant polyethylene wear accompanied by pain and inflammation approximately sixteen (16) years post-operatively. Attempts have been made; however, no additional information is available.